Manufacturer narrative:
The investigation could not identify a specific root cause. The field service engineer performed maintenance, checked wash levels, and checked the probe alignments. He found that the instrument functioned as specified afterwards. Ther investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. Sample 1 initial result was 95 umol/l, and the repeat result was 64 mmol/l. Sample 2 initial result was 105 umol/l, and the repeat result on (B)(6) 2025 was 77 mmol/l. Sample 3 initial result was 124 umol/l, and the repeat result on (B)(6) 2025 was 91 mmol/l. Sample 4 initial result was 114 umol/l, and the repeat result on (B)(6) 2025 was 78 mmol/l.

Manufacturer narrative:
The reagent lot number was 889247 with an expiration date of 30-apr-2026. The investigation is ongoing.